Manufacturer narrative:
Analysis was performed on the returned device. The unspecified device issue was observed as suture malposition. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a vessel puncture closure of an unknown vessel using a proglide device relative to an interventional procedure. Reportedly, the needle came without the thread and the device did not form a knot. Another prostyle was used but the same issue occurred. The method to achieve hemostasis was not specified. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. An additional device was returned. Analysis of the returned device on 02/17/2025 noted a suture malposition which has been captured under the cn# for this report.